Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013, the surgeon was performing the tightening of the screws when two screws were broken. The surgeon could not remove them, and left them in the skull and close the cranium. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Relevant tests/laboratory data added: x-ray received on (B)(6) 2013. Placeholder.